Event description:
High shock impedance >150 ohms. No noise seen on ventricular channel. On (B)(6) 2016 we were notified this lead was explanted and replaced during a revision for eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.